Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips from lot#: 0fj3b03a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.the model # was not provided.

Event description:
A pharmacist from italy called on behalf of the customer to report that within 2 minutes they obtained blood glucose readings of 117 mg/dl and 16 mg/dl on the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.